Event description:
The customer reported to olympus, the power supply of the loaner device visera 4k uhd camera control unit was damaged. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device failed to be started due to faulty v board assembly, and the u mount at the back of the panel was deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device failed to start was due to faulty v board assembly. The root cause of the defective v board assembly could not be identified. Olympus will continue to monitor field performance for this device.